Manufacturer narrative:
The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference updated section d1 brand name, and section d4 catalog number that does not apply and should be removed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor fault-2001 "and "compressor fault 3001" messages complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.